Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. Based on the information obtained during baxter's investigation, this incident was determined to be caused by use error - poor aseptic technique. The label review found the labeling adequate for the use error(s) identified in this complaint. The root cause of this report was undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional from india of break in aseptic technique and peritonitis on an unreported date, the patient began treatment with dianeal ultrabag 2.5 % therapy and dianeal ultrabag 4.25% therapy intraperitoneally (ip) for pd. The action taken with dianeal therapies was not reported. During a call with baxter india technical services, the following was reported. On an unreported date, a break in aseptic technique occurred, described as the patient did not wear a mask, did not clean the area before starting pd and made a mistake. On (B)(6) 2012, the patient experienced peritonitis. The cause of the peritonitis was attributed to the break in aseptic technique. The patient was not hospitalized for peritonitis. On an unreported date, the patient was treated with injection (inj) vancomycin 1gm, ip every 4th day, inj amikacin 250mg, ip daily, inj fortum 1gm, ip daily and inj forcan IV for 4 days. The outcome for the break in aseptic technique was not reported. At the time of this report, the patient was recovering from the peritonitis. An opinion of causality was not reported for the event of the break in aseptic technique. Per the healthcare professional, the event of peritonitis was unrelated to dianeal therapy. It is unknown if the patient was trained on proper aseptic use during peritoneal dialysis therapy.

Manufacturer narrative:
(B)(4). Received follow up information that the patient was retrained on proper aseptic technique.